Event description:
The customer reported that the system would display an overload and low ma error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the battery packs and calibrated the filament. The system was tested and found to be working as intended and put back in service.